Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was 214 mg/dl. Customer was able to resolve air bubbles with infusion set change. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.